Event description:
Reportable based on analysis approved on 5/4/2007. It was reported that during a pci treatment procedure, a catheter kink and balloon inflation difficulties occurred. The calcified, 90% stenotic lesion was located in a non-tortuous obtuse marginal branch artery. The physician encountered difficulty when crossing the lesion and when the catheter was advanced by force, it was kinked at the proximal shaft. When the physician inflated the balloon, the inflation was slow. The procedure was successfully completed with another of the same device. There were no reported pt complications and the current pt condition is reported as "good."

Manufacturer narrative:
Device analysis confirmed that a break occurred in the hypotube and in the midshaft. It is possible that the break in the midshaft may have occurred during our initial attempts to remove the device from its protective coil tubing after it was received for analysis. It was noted that a severe restriction was met during our initial attempts to remove the device from its protective coil tubing. Microscopic examination of the break site in the hypotube found that the break appeared to have occurred as a result of a severe kink that developed in the hypotube. The break in the midshaft is consistent with severe tensile forces having been applied to the device which resulted in the midshaft stretching and breaking. As a result of the condition of the returned device it was not possible to inflate the balloon. A review of the MFR record for batch 8516675 showed that the device met its material, assembly and product specifications. No additional complaints have been received for this batch 8516675. The root cause of the complaint incident could not be identified.